Event description:
It was initially reported that a physician received a low impedance message on interrogation of a patient. The impedance value was between 500 and 550. They said the patient has had impedance about that before and they had not received that message before. There are no interventions that are planned for the low impedance and the patient has not had any adverse events. The office refused to provide the patient's name, dob or any other information.

Manufacturer narrative:
.